Event description:
It was reported that an unspecified quantity of spectrum pumps had issues with downstream occlusions. It was further reported that after so many occlusions, the pump will stop but doesn¿t give an option for info/settings to reset the auto restarts or to restart the pump. Additionally, nursing staff commented on siphoning when they run a secondary infusion (200ml or more). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.